Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation revision procedure with an unspecified mentor breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report has been defaulted to gel breast implant due to unknown type, and the common device name and procode are being reported for submission purposes only. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 14-feb-2025, mentor received additional information about the event: - it was confirmed that patient was implanted with unspecified mentor gel breast prostheses. During explant surgery, rupture of the left breast prosthesis was observed. - the patient developed ptosis in both breasts. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-02213 for the report for the patient¿s right breast prosthesis. - the patient¿s explanted breast prostheses were replaced with a mentor memorygel boost breast implant 340cc gel breast prosthesis and a mentor memorygel boost breast implant 290cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-mar-2025, the mentor failure analysis lab received the device for evaluation. The mentor failure analysis lab became aware that the suspect medical device is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3507400bc, lot #5785482, PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 21-mar-2025, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture, developed capsular contracture and also ptosis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. Additionally, shell abrasion was observed on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2025, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6)-2025. Reason for device explant and/or reoperation: capsular contracture. D6b explantation date:(B)(6)2025. Manufacturer¿s reference number:(B)(4)